Event description:
The patient was receiving low readings in the 30's from their livongo blood glucose meter. The patient was taken off their metformin medication by their doctor based on the low readings they were getting from the livongo meter. It was later confirmed that the patient has been testing with expired test strips, and the low readings may have been inaccurate.

Manufacturer narrative:
The device was not returned for the investigation. It was found that the patient was using expired test strips, and the patient was sent new test strips to help resolve the issue.